Event description:
It was reported that non-invasive blood pressure (nibp) shows incorrected figures. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and checked the equipment. The fse found a fault with the nibp pump. Despite calibrating it several times, the values are high. The fse determined that the nibp pump requires replacement for the device to function correctly. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24sept2016, so no UDI required. Section e: reporting institution phone#: (B)(6).

Manufacturer narrative:
Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the nibp pump. The issue was resolved by replacing the nibp pump, and the device was returned to clinical use.